Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the neurologist was having issues with the screen alignment prompt for his handheld device. The handheld was unresponsive when the screen alignment prompt appeared. A hard reset was performed and the screen was cleared of any debris; however, the issue did not resolve. The handheld device has not been returned to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. It was verified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.